Manufacturer narrative:
The cobas e411 disk serial number was (B)(6). The field service engineer performed a general technical check of the instrument, checked the syringes for aspiration and dispensing, checked the pinch valves, and performed cleaning. He found issues with the mixing paddle and replaced it. The customer replaced the reagent pack which appeared to resolve the issue. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys vitamin d total iii results from the cobas e411 disk analyzer for several patient samples. Example 1 initial result was 120 ng/ml with a data flag and the repeat result was 21.11 ng/ml. On (B)(6) 2024, example 2 initial result was 76.14 ng/ml and the repeat result was 21.58 ng/ml. The questionable results were not reported outside of the laboratory.

Manufacturer narrative:
Due to the limited information about the issue, no clear root cause for the flyer result could be found by the investigation.